Manufacturer narrative:
The insulin pump was received with pump error due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Customer stated that they had a received no motor movement or negligible movement. Retries to free a stuck motor failed during the pump rewind. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.